Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. It was reported that evidence of moisture ingress was visible in the pump battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on xx/xx/2014 with the following findings: a review of the pump black box data indicated unexplained pump reboots and voltage fluctuations. During a visual inspection of the pump, the battery compartment was observed to be intact with no damage; however, evidence of moisture ingress was found inside. The battery cap secured properly to the pump, and a power loss was not observed. Current draws measured within specifications. A leak test was performed and passed. The pump case was removed and no further evidence of moisture ingress or loose components was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.